Event description:
It was reported that the patient fell and struck their head, leading to an infection over the lead/extension connector, which subsequently migrated to the implantable pulse generator (ipg) pocket. The fall caused an injury at the lead/extension connection site on the skull. Despite standard impedances and well-functioning device performance, the patient presented in the emergency room with pus coming from the wound where the impact occurred. Due to the infection's progression, the entire deep brain stimulation (dbs) system was explanted. The issue has been resolved, and the healthcare professional has no further information for the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.